Manufacturer narrative:
Details of complaint: the customer reported that a paf alarm was missed. According to the customer, the central nurse's station (cns) did not alarm on continuous 13 beats. The customer is providing the logs for review. There was no patient injury reported. Investigation summary: the customer could not provide the necessary information to perform the investigation; therefore, a root cause could not be determined. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: zm transmitter: model #:zm-530pa. Serial #: (B)(6). Device manufacturer date: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that a paf alarm was missed. There was no patient injury reported.

Event description:
The customer reported that a paf alarm was missed. There was no patient injury reported.

Manufacturer narrative:
The customer reported that a paf alarm was missed. According to the customer, the central nurse's station (cns) did not alarm on continuous 13 beats. The customer is providing the logs for review. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: zm transmitter: model #:zm-530pa, serial #: (B)(6), device manufacturer date: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: no.